Manufacturer narrative:
The customer refused to provide patient information, but stated that there's no patient incident. The customer replaced the blower motor to address the reported problem.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient information was requested form customer but no response received.

Event description:
The customer reported that the ventilator alarmed with blower temperature high error. The customer reported that the unit was in use on patient, but that there was no patient harm.